Manufacturer narrative:
(B)(4).

Event description:
It was reported that a second revision surgery due to pain and adverse soft tissue reaction to particle debris was performed. Prior revision surgery reported via MDR 3005477969-2014-00009. Acetabular cup implanted (B)(6) 2008. Other devices implanted (B)(6) 2009 during that prior revision procedure.